Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was implanted with hf sensor on (B)(6) 2016. Postoperatively, the patient experienced coughing, shortness of breath and hemoptysis. The patient was transferred to pulmonary critical care and was observed. The patient received fresh frozen plasma and normal saline. Lab tests resulted in stable hemoglobin and platelets counts. Subsequently, cough was reduced, sputum was clear, no chest pain and shortness of breath was reported. The patient was returned to cardiac inpatient care and remained under observation and monitoring. The patient was discharged on (B)(6) 2016 and home medication was resumed as is. Allegedly, reported adverse event is not related to the device but to the procedure. Additionally, it was noted this is a clinical study patient.

Event description:
Further follow up identified hemoglobin and lab test remained stable. Additionally, the patient is doing well and the issue has resolved.

Manufacturer narrative:
Corrected data: initial reporter information was listed incorrectly on the initial report. The incorrect occupation was listed on the initial report. Information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.